Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power and charge pump. Customer¿s blood glucose level rose to 515 mg/dL due to issue. Customer addressed elevated BG by a correction injection via manual insulin therapy. The customer reverted to an alternative method of insulin therapy.